Event description:
Patient called tech support due to drain complications in drain 0 of the ccpd treatment, reported draining slowly, and feels dull. On further follow up of the event, information obtained that the patient had a hernia. Events as followed: (B)(6) 2012 patient started peritoneal dialysis on the cycler. On (B)(6) 2013 patient reported having drain issues with the cycler and with manual treatments. On (B)(6) 2013 patient was diagnosed with new a left periumbilical hernia with linear leakage. On (B)(6) 2013 patient reported having negative ultrafiltrations during ccpd treatments. Patient stated the fluid is pocketing in the hernia. On (B)(6) 2013 patient was admitted to the hospital and the ventral hernia was surgical repaired due to the patient having difficulty draining fluid through the pd catheter, gaining weight, and having edema in abdominal wall. On (B)(6) 2013 patient started hemodialysis due to fluid accumulation after resuming peritoneal dialysis post hernia surgery. Patient will attempt to resume pd 6-8 weeks post surgery.

Manufacturer narrative:
A medical review was performed on the information and medical records provided. There is no information to reasonably suggest a causal relationship between the hernia and the use of the cycler. Treatment data indicates that the cycler drained as designed. Hernias are a known complication of peritoneal dialysis. The device is being evaluated and a supplemental report will be submitted upon completion.